Manufacturer narrative:
Concomitant medical products- model: 429678, lead; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician called in inquiring about noise they were seeing on the cardiac resynchronization therapy defibrillator (crt-d) electrograms (egm). It was indicated that the noise was seen on can-to-rv coil and can-to-superior vena cava (svc) coil and it is suspected to be myopotentials being picked up by the can. The device remains in use. No patient complications have been reported as a result of this event.